Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a device pocket infection which had been implanted with an antibacterial absorbable envelope. It was noted that infection was a "chronic problem with this patient." The organism was identified as (B)(6). The implantable cardioverter defibrillator (ICD) system was removed and will not be replaced. No further patient complications have been reported as a result of this event.